Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the blade of the was defective. The coating was peeled off and burnt through the surgeon gown.